Manufacturer narrative:
Follow-up report - device evaluation (12/27/2018): device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was unable to be duplicated. The cause of the service code 204 was isolated to the damaged monitor. Upon investigation the electrode belt was able to communicate with a monitor, but failed incoming functional testing. The belt failed a functional ECG fall-off test. The cause of the failure was isolated to a defective u720 op amp on the distribution node pca. The root cause of the defective component was unable to be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the monitor was producing a service code 204. The cause for the service code was isolated to multiple shorted components (u15, u16, u17, u18, esd3) on the defibrillator and computer/analog pcas. Resistor r781 was also open on the computer/analog pca. The root cause for the damaged components could not be positively identified. Device evaluation of belt sn (B)(4) is currently underway. The reported problem (code 204) is under evaluation. Upon investigation the electrode belt failed incoming functional testing. A root cause investigation is still underway and a supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor or electrode belt. Device manufacture date: monitor sn (B)(4) - 07/06/2011. Belt sn (B)(4) - 05/12/2015.

Event description:
A us distributor reported that a patient's monitor and electrode belt were producing service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the monitor was producing a service code 204. The cause for the service code was isolated to multiple shorted components (u15, u16, u17, u18, esd3) on the defibrillator and computer/analog pcas. Resistor r781 was also open on the computer/analog pca. The root cause for the damaged components could not be positively identified. Device evaluation of belt sn (B)(4) is currently underway. The reported problem (code 204) is under evaluation. Upon investigation the electrode belt failed incoming functional testing. A root cause investigation is still underway and a supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor or electrode belt. Device manufacture date: monitor sn (B)(4) - 07/06/2011. Belt sn (B)(4) - 05/12/2015.

Event description:
A us distributor reported that a patient's monitor and electrode belt were producing service code 204 (belt/monitor unusable).